Event description:
A report was received that during a reprogramming session the bsn sales representative discovered that all, but two contacts on the patient's lead were exhibiting high impedances. The patient underwent a revision procedure during which the physician replaced that patients leads.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2158-50 (B)(4) description: linear lead, 50 cm with pre-loaded 0.014 inch stylet

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2158-50, (B)(4). Description: linear lead, 50 cm with pre-loaded 0.014 inch stylet device evaluation indicated that the leads passed mechanical tests performed. Visual and x-ray inspection of the leads revealed that cables were completely broken at the bent/kinked location of the leads. This location appears to be the site where the suture sleeve was positioned. Lead (B)(4) and (B)(4) have six and eight broken cables respectively. The broken cables resulted in the reported high impedance complaint. The evidence of silver oxide blackening or corrosion inside of the leads at this site indicates that lead wires were broken while implanted.

Event description:
A report was received that during a reprogramming session the bsn sales representative discovered that all but two contacts on the patient's lead were exhibiting high impedances. The patient underwent a revision procedure during which the physician replaced that patients leads.